Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger.

Event description:
The healthcare provider (hcp) reported eight months ago stimulation started turning off after 20 minutes. The consumer would check the device with the patient programmer (pp) and there was no lightning bolt, so they would have to use the pp to turn it back on. After the device was turned back on stimulation could be felt until it turned off again later. Recharge statistics and data were reviewed from september 5, 2013 through the current date which showed 1% and a lifetime use of 86 hours. According to the consumer they kept the implantable neurostimulator (ins) on all of the time. The consumer also reported they charged once per week, but the ins showed once every 28 days. An impedance check was performed with all normal results. The hcp confirmed therapy was currently on and they would see the consumer back in one week to check the ins and obtain more information. The consumer called back a couple of weeks later and stated their device was turning off and wasn't charging and they thought they needed a new charger because it wasn't charging the ins all the way. According to the consumer she and her husband "put two and two together and determined they had an electrical issue in a room; a shock blew all the receptacles in that room and the recharger was plugged into that room at the time." The consumer thought the recharger may have been damaged causing her not to be able to charge properly. Relevant medical history includes failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.